Event description:
It was reported that the lead was capped due to increase in capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.